Manufacturer narrative:
Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using bcs xt-siemens tombil reagent. The meter result was 7.6 inr and the laboratory result was 5.0 inr. On (B)(6) 2019, the meter result was 7.5 inr and the laboratory result was 5.5 inr. There was no allegation of an adverse event. The therapeutic range was 2.1-3.0 inr.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.